Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 21 seconds. Subsequently the device was explanted two months later. This device is part of the mid-life display of replacement indicators advisory. No adverse patient effects were reported. It was noted that the device was sent to the hospital's pathology departement and may not be returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.